Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 101 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump buttons were unresponsive after it has been exposed to pool water. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's spouse also reported that the insulin pump had a battery out limit alarm and no troubleshooting was performed. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, stained end cap sticker, broken reservoir tube lip, cracked case at the display window corners and cracked lcd window.